Manufacturer narrative:
The investigation of low pump flow has been completed. The pump was returned for investigation. It was utilized from (B)(6) 2024. Data logs were available until (B)(6) 2024. The clinical report suggests low pump flow on (B)(6) 2024. No physical abnormalities were observed on the returned pump. Significant amount of biomaterial was observed on the impeller and inflow cage. The pump was soaked in warm water for 15 minutes. During testing in a bucket of water, the pump stop was reproduced along with a motor current high alarm. The biomaterial could not be removed. The cause of the low pump flow issue was biomaterial. D9 date device returned to manufacturer added d4 model number reported incorrectly on manufacturer device report 1220648-2024-13117.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella rp flex device for mechanical circulatory support. It was reported that an impella rp flex was explanted due to low flows and possibly clot ingestion in the impella rp flex catheter. It was noted that placement signal changed after the patient had a coughing spell. The placement signal and motor current jumped significantly higher and flow decreased.